Manufacturer narrative:
Pir #9700302- follow up with add'l info (record review) lot number provided was not a valid number. Without either the lot number or product sample for evaluation, the complaint as stated could not be verified. Complaint closed; will continue to monitor for trends. Stress importance of complete info and saving product sample to end user.

Event description:
Facility reported that there was as a blood leak on a reused dialyzer. Ebl was reported as 300 cc., as extracorporeal system was discarded. There were no adverse effects to pt. Sample discarded.